Event description:
A report was received that the pt had an infection at the lead site two days after his trial leads were explanted. The pt's symptoms included a fever from the infection. The pt was prone to infection and was put on oral antibiotics. After being prescribed antibiotics, the pt is reportedly doing well.